Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital.block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speed band super view super 7 was used in the gastric fundus during a varicose vein ligation procedure performed on (B)(6) 2023. Prior to the procedure, the band could not be deployed. The procedure was completed with another speed band super view super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the gastric fundus; however, according to the instructions for use (IFU), the speed band super view super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. The reported anatomy location is not described in the indications for use.kr 7/3/23

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was returned (handle assembly only) and a visual evaluation noted that the handle slot had the trip wire inserted. The suture thread was in good condition and contained the seven knots. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned for analysis. Upon analysis, the handle assembly, including the suture thread, were in good condition. It is possible that the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality. However, since the returned device was incomplete, the required components cannot be analyzed, so it is not possible to confirm the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose vein ligation procedure performed on (B)(6) 2023 prior to the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the gastric fundus; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. The reported anatomy location is not described in the indications for use.